Manufacturer narrative:
Evaluation summary: the analysis results showed that the cs40g device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. The cartridge was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the cartridge was removed and reinserted incorrectly and/or incompletely after the retainer was removed. In addition, the returned cartridge was noted to have two staples stuck in the washer, it appears possible tat excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. As stated in the instructions for use "insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the device. When the reload is properly aligned, push the reload into the device until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. Note: if the cartridge is removed from the device, whether the cartridge is spent or not, and if the staple retainer has already been removed from the cartridge, the cartridge cannot be reloaded into the device". A batch record review was performed and no anomalies related to the event description were found during the manufacturing process. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis.

Event description:
It was reported that during a lar procedure, the surgeon found the washer did not cut completely and all staples were malformed. Then the surgeon had to complete the or with hand sewing. No patient consequences were reported.